Event description:
It was reported that the patient presented to the emergency department after receiving a shock. Review of a remote transmission showed that the patient had received anti-tachycardia pacing and a shock for an episode of ventricular fibrillation (vf) where a concurrent atrial arrhythmia was observed when the shock was delivered. It was suspected that this rhythm was atrial fibrillation (af) with rapid ventricular response and the therapies were suspected to be inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.